Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement. The target nodule was 1 centimeter in size and close to the pleural border. The physician performed broncho-alveolar lavage first to clean up the lung fields. Approximately 10 minutes into the procedure, the physician navigated to the left upper lobe nodule and noted that the patient had developed a small pneumothorax. There were no biopsies taken. The procedure was aborted, and the patient was placed under observation. The patient was asymptomatic. The pneumothorax increased in size overtime so the patient required chest tube placement and overnight hospital admission. The physician reported that the pneumothorax was not caused by the ion system but instead attributed to positive pressure ventilation and the catheter. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. System logs are not available for review.